Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure that the right ventricular (rv) lead exhibited insulation damage. A suture sleeve was applied over effected area. The rv lead remains in use. No patient complications have been reported as a result of this event.